Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: contamination was observed under all of the keypad button contacts. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: contamination was observed under all of the keypad button contacts. The keypad was found to be intact with no evidence of damage. All of the button contacts were found to be responsive during evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.